Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that inappropriate shocks due to noise were noted when it comes this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode. The noise was reproduced. An x-ray taken showed the electrode pin was firmly inserted into the device. Seal plug damage was suspected. A revision took place at a later date to check the electrode connection and seal plug integrity. Visual inspection found blood inside the seal plug. A tug test was performed before removing the electrode from the device and it was not possible to remove. The electrode was disconnected and connected to a new device the sicd will be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination of the device confirmed a hole in the seal plug. The setscrew was verified to move freely in both directions. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Proper sensing was confirmed in the laboratory.